Manufacturer narrative:
(B)(4).

Event description:
The customer reported to philips healthcare that during preventive maintenance the battery was found not to be charging properly. There was a "low battery" indication. There was no pt involvement.